Event description:
It was reported that an access set leaked from an unspecified location on the tubing after use. As the tubing was removed from the pump, the nurse noticed fluid on the line. There was no patient involvement. No additional information was available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.